Event description:
During the monthly review of the maude database, this event was found. It is reported that a femoral nerve block catheter came out when the patient was restless. Upon inspection by anesthesia, the tip of the catheter was not present. No further details are known.

Manufacturer narrative:
(B)(4). Sample will not be returned.